Event description:
Healthcare professional (hcp) reports one incident of blood leak of psn 210 dialyzer. Blood leak occurred at start of treatment and was noted on blood leak alarm. Blood was verified visually in the dialysate. Blood from the arterial blood line was returned to the pt. The remainder of blood was not returned to the patient. The remainder of blood was not returned to the patient with an estimated blood loss of 200 cc. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.